Manufacturer narrative:
The device will not be returned for evaluation; a device history review could not be performed since the batch/lot # was unknown. The march 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation that a pt was scheduled to have a therapeutic hydrothermal ablation procedure (hta) in 2007. During hysteroscopy phase of the hta procedure, the physician thought a perforation occurred while attempting to dilate the cervix. The physician noticed excessive bleeding and yellow tissue, potentially the color of bowel and stopped the procedure about four minutes of circulating room temperature saline during the hysteroscopy session. The procedure was aborted immediately. The physician performed a laparoscopy and determined that the bowel was not affected. He did notice a perforation of the uterus. The physician cauterized the perforation to stop the bleeding. The pt was kept overnight for observation. The pt was given an antibiotic used to treat bacterial infections. She was discharged the following day and a full recovery is expected.